Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then positioned the was and a pigtail catheter into the laa. A contrast picture was performed, and the patients' blood pressure had dropped. Transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion. The patient was given fluids and pressors before the physician performed a pericardiocentesis. 450cc of fluid was removed from the patient and the patient was transferred to the intensive care unit to recover from this event. No other complications were reported to have occurred, and the patient is expected to make a full recovery.